Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, crts 3872737 (con): information was received from a patient regarding their implantable neurostimulator (ins) for cervical neck and spinal pain. Patient reported that he hasn't used his stimulator because it has "sucked" so it no longer works. Caller said he's needing a liver/gut scan and also needed a scan of c2 spine in the past but was told he couldn't have one. Patient was escalated and ended the call. No further information could be collected. No further complications were reported/anticipated. Omitted information regarding (B)(4) four surgeries in the past.